Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) possibly received inappropriate shock therapy due to atrial fibrillation (af) with rapid ventricular response (rvr). Technical services referred the patient to contact the physician. At this time, the device remains in service. No additional adverse patient effects were reported.